Event description:
It was reported that the right ventricular (rv) lead had high threshold and a low sensing value. It was also reported that the implantable pulse generator (ipg) had high output. The physician recommended a rv lead reposition, however, the patient declined the intervention. The rv lead and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.